Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v196743, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: lead. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 7482a51, serial/lot #: (B)(4), ubd: 18-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had break-through tremor and doctor decided to explant the whole system. Programming the system was performed and patient reportedly never had good enough tremor relief as his essential tremor progressed. The issue was resolved.